Event description:
The patient is 5'7. She has a diagnosis of nonsmall cell metastatic lung cancer. She was admitted to the medical center on (B)(6) 2011 for planned bilateral craniotomies. During the placement of a radial artery catheter by the anesthesiologist the tip of the catheter fractured. The anesthesiologist reported that he has put in thousands of these over a ten year period. This is a known complication of central catheter placement. He started the catheter in with the guide wire on the first try and got a good flash so he inserted the guide all the way. When he tried to advance the catheter over the wire, there was some resistance. The resistance became more than he normally encounters. He decided that the wire wasn't in the vessel so he tried to withdraw the catheter but it wouldn't come back, so he pulled it all out. The tip of the catheter broke off under the skin. An intraoperative consult was placed to the hand surgery team and it was decided to remove the catheter tip while the patient was under general anesthesia. An incision was made and the catheter tip was identified and removed without difficulty. Another radial arterial line was placed in the left arm.